Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ IV catheter broke. This was discovered during use. The following information was provided by the initial reporter: the tip of the catheter is not well fixed to the mandrel, this causes the vein or the catheter itself to break. It is essential to have a response on this claim as soon as it is from the neo service where infants are treated.

Event description:
It was reported that bd insyte¿ IV catheter broke. This was discovered during use. The following information was provided by the initial reporter: the tip of the catheter is not well fixed to the mandrel, this causes the vein or the catheter itself to break. It is essential to have a response on this claim as soon as it is from the neo service where infants are treated.

Manufacturer narrative:
H.6. Investigation summary bd received a 24 gauge insyte unit from lot 8057815 for evaluation. Our quality engineer visually inspected the returned unit and observed that the tip of the catheter was slightly damaged. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that the defect occurred during the catheter tipping process. A review of the device history record was completed for sub-assembly #8016603 lot 7334561 manufactured from 01-dec-17 to 06-dec-17 and sub-assembly #8016603 lot 8025762 manufactured from 09-feb-18 to 28-feb-18 in icam #02 machine used in claimed lot 8057815. These batches were reviewed for ¿damaged component¿ and ¿damaged catheter¿ tests and no records were evidenced that could lead to the claimed defect. However, for batch 8025762 in the tipper catheter tipping process, bad catheter tip records were evidenced, which may be related to the incident in question. It is noteworthy that adjustments related to the catheter tip to improve the quality of the catheter tip are performed by the area operator / preparer according to procedure dct024-0. These adjustments were evidenced during the batch history analysis. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.